Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The pump passed the unexpected restart error test. There was no unexpected restart error alarm or unexpected no reservoir alarm noted. The pump had cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot, peeling back address label and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and unexpected restart. The customer's blood glucose was 134 mg/dl at the time of incident. The customer was changing the infusion set when the insulin squirted out then stopped and the pump alarmed unexpected restart error. The customer was on the rewind mode and the pump alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.